Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was less than 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is confirmed. The actual dialyzer was returned to he MFR for evaluation. Visual examination found a broken looped/kinked fiber at the cavity ID end. The fiber was located on the circumference of the fiber bundle at approximately 180 degrees with dialysate port situated a 0 degrees. The fiber was exposed on the cavity ID superior potting cut surface, and may have allowed a leak pathway into the dialysate compartment. An investigation of the device manufacturing records was also conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.